Event description:
It was reported to boston scientific corporation that the flexiva 200 laser fiber was not sealed properly at the bottom of the sterile package. Follow up with the customer indicated that no additional information is available.

Manufacturer narrative:
Analysis of the returned device revealed that there was no seal present on the bottom edge of the pouch. This seal is completed at medventure, the external manufacturing site. There were no witness marks present from heat sealing along the bottom of the pouch; the pouch does not show evidence of being cut and is within specification for length. Therefore, it is likely that the pouch was not sealed at the manufacturing site. There have been no other reported events for unsealed devices for this product; however, a supplier corrective action request (scar) has been initiated to further investigate this failure.